Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "attempted to remove the epidural catheter , tip was not retrieved. The catheter remains at bedside." Additional information was requested from the hospital.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer did provide photos that appear to show a separated epidural catheter and lidstock. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "attempted to remove the epidural catheter , tip was not retrieved. The catheter remains at bedside." Additional information was requested from the hospital.